Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to post-op pain and decreased function. A computed tomography (CT) scan showed loose glenoid.